Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  During the evaluation of the device at the third-party service center, the device was visually inspected and found that the ui panel and top was scratched and damaged, and evidence of foam degradation. During the evaluation, foam particles were visible. The device was repaired.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.